Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply line had become disconnected from the supply bag, which is a known cause of the reported alarm. It was also reported that following the alarm, the patient had reconnected the line and bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of seven of peritoneal dialysis therapy. It was reported that a line became disconnected from the supply bag and the patient reconnected it. The technical service representative assisted the patient with ending therapy and reviewed proper procedures as per user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.